Manufacturer narrative:
The product has been returned and an investigation has been performed. A visual inspection was performed on the returned meter. No issues were observed. Meter powered on with button depression and test strip insertion. Measured meter¿s sleep mode current and measurement current. Meter¿s power consumption was within specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using his adc blood glucose meter due to a fast draining battery. Customer was at a cardiovascular therapy appointment where they tested his blood sugar and it was 477 mg/dl. The customer indicated he was feeling light headed and had pain in his chest. He was transported to the emergency room of a hospital where a reading of 450 mg/dl was obtained. The customer indicated he initially received an IV and was subsequently treated with insulin via IV. The customer also indicated he received 2 ekgs while he was seen in the emergency room. The customer was discharged several hours later and indicated his blood sugar level was 250 mg/dl. The customer additionally reported being prescribed glimepiride oral medication at a doctor's visit the next day on (B)(6) 2018. There was no report of death or permanent injury associated with this event.